Event description:
Was implanted with essure on (B)(6) 2012; right away started to have reaction. Had stomach swelling, pain in abdominal area, migraines got worse to the point they thought I was having a stroke, extreme vaginal bleeding at period time, severe cramps, large blood clots, severe fatigue to whole body, hair loss, extreme weight gain, rashes, long list of side effects.